Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -8.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found the lens returned in pieces. Dimensional inspection unable to be performed: one small piece of lens has been returned. Claim# (B)(4).